Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was not impacted. Reportedly, the customer did not have alternate insulin therapy available and contacted the healthcare provider to obtain alternate insulin therapy.